Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found.

Event description:
It was reported that during routine changeout, implanting physician indicated that the new pacemaker was not functional. It was reported the device was attempted, but not used due to no capture and muscle stimulation. Additionally, it was reported the rv lead may have been damaged when the physician used cautery to open the pocket and separate the leads from the fibrous tissue. Prior to the procedure, the rv lead impedance was >600 ohms. After the procedure, the impedance dropped to 219 ohms. The physician was advised the insulation may have been damaged during the procedure but, chose not to replace the lead. Further, it was reported the physician was "disappointed" the second device did not fix the problems. No patient complications have been reported as a result of this event.